Event description:
Pt was brought down to inpatient ultrasound for an interventional radiology procedure to be performed by physicians. After the procedure, the catheter is connected to an accordion drainage bag by a y-adapter. Physicians attempted to connect the y-adapter and at that point the pigtail catheter connector cracked and broke. The catheter was no longer functional at that point and the procedure would have to be repeated using a different catheter. A similar incident occurred on the same day with the same type of catheter. Both were from the same lot number. All other catheters from the same lot were removed from storage. FDA safety report ID # (B)(4).